Manufacturer narrative:
Addition h6: code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition h6: code 22-the gore® dryseal flex introducer sheath instructions for use states, potential adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma.

Manufacturer narrative:
Addition g5.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® dryseal flex introducer sheaths as accessory in the procedure. It was planned the aui on the right side of the patient and embolization on the left common iliac artery. A 16fr sheath was inserted from the right side of the patient, but the sheath did not go through the vessel at all. Percutaneous transluminal angioplasty(pta) was performed, and an attempt to insert the sheath was made again. However, it was not able to be inserted. Access vessel angiography identified a localized dissection in the right common iliac artery. As a treatment, an iliac extender was implanted on the right common iliac artery. The endovascular treatment was discontinued and the procedure was completed. The physician commented that the access vessel was heavily calcified. He thought the sheath insertion could be possible, however it eventually turned out not.